Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. A broken piece was returned ad no material was missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the customer reported that the surgeon entangled her harmonic arm 4 (right hand) with the fenestrated bipolar forceps fbf) that was in her arm2 (left hand) while working to dissect the patients rectum free on the left side. The patient had a long narrow and fat encased pelvis. The mobile piece was quickly recovered and a replacement harmonic ace instrument was opened. The case was a robotic assisted low anterior colon resection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the patient had a long and narrow pelvis and had a large redundant colon which made it difficult to maneuver the instruments. The fenestrated bipolar forceps (fbf) got entangled in the jaws of the harmonic ace instrument, leading to one of the jaws of the harmonic ace instrument to break off. This was noted immediately by the bedside assistant surgeon who subsequently removed the fragment using a third party kidney grasper via the assistant port. No post-operative x-ray/ultrasound was done post-operatively as the surgeon as confident the fragment was retrieved, and all parts were present when inspected at the end of the surgery. There were no errors received by the system at all during surgery and no issues with the function of the harmonic ace before it broke. The issue occurred about 60-90 minutes into the surgery. There were no issues with the fbf and it worked find throughout the surgery. The issue occurred with the first harmonic ace instrument used in the procedure which had lot number m90200805-0115.